Event description:
"Left breast hardening, left arm and leg problems, my immune system imbalance I've already been through several endocrine doctors, gi, allergists, I have yet to go the otorhinolaryngologic, I also went to the breast doctor because I had cysts, my body is horrible. My health is not the same since I have implants natrelle, allergan style 20 silicone and the worse a doctor was injecting me a medicine that medicine almost killed me. It paralyzed my body, I ended up in the hospital; I had to inject 3 times a week a medicine that was only delivered to me by doctor's office. She told me I was allergic to a thousand things when I faced her, she didn't know how to respond me. I looked for a real allergist and everything was a lie. In this country the law does not protect us from all these things, and the doctors here are only interested in money. They do not care about one's health, they don't care about investigating the problem well. They only medicate you and charge your insurance, and one is still sick sadly, this is health in this country, I would like you to answer me why the doctor says everything is normal when it is not. They give you a diagnosis that is not and meanwhile we are in danger with our own lives. Thanks very much. Happy day." FDA safety report ID # (B)(4).